Event description:
The patient contacted animas on (B)(4) 2013 reporting that the buttons on the pump are sticking and do not respond and required hard presses. The patient stated that the ok button is the worst. The patient reportedly wore the pump in a pocket and cleans the pump with a soft cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was intact. The up/down/ok buttons were intermittently unresponsive. Removed keypad to inspect under contacts; contamination found under all contacts. The battery compartment was cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.